Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the capacitor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. (B)(4).

Event description:
Customer initially reported that their adc meter did not power on. The product was returned and investigated. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.